Manufacturer narrative:
New information received that the atrial remained active and was not capped. Therefore, b5 has been updated accordingly.

Event description:
It was reported that both atrial and right ventricle (rv) leads exhibited noise and patient did experienced dizziness. In the rv lead, the noise was over sensed, resulted in pacing inhibition. The atrial lead noise was insignificant due to minimal atrial pacing. The physician elected to cap rv lead and a new lead was replaced and implanted on (B)(6) 2026. The atrial lead remained active. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that both atrial and right ventricle (rv) leads exhibited noise and patient did experienced dizziness. In the rv lead, the noise was over sensed, resulted in pacing inhibition. The atrial lead noise was insignificant due to minimal atrial pacing. The physician elected to cap both the atrial and rv leads on (B)(6) 2026. However, a new lead was replaced and implanted in the rv only on (B)(6) 2026. The patient was stable throughout the procedure.